Event description:
It was reported that the customer's blood glucose (bg) level was 36 mmol/l and ketone level was high (6.2). Cause was not known. Customer administered an insulin injection to address bg. Customer went to the emergency room and subsequently, was admitted to the hospital. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved with no permanent injury. Customer was discharged on august 15, 2025. Pump system check was performed with technical support. No issues were identified with the cartridge, insulin, or infusion set cannula/tubing. Pump was found to be functioning as expected.